Manufacturer narrative:
Follow-up # 1 date of submission 10/27/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked above and below the finger pad. The battery compartment and battery cap¿s threads were stripped. The battery cap stuck when it was inserted and was unable to maintain an electrical connection. Reboots were duplicated and a test battery cap was used during investigation. The ez-prime steps were performed correctly. No further power interruptions occurred during the 24 hour duration test. The pumps cover was removed and there was no intermittent condition found to the power circuit. Unrelated to the original complaint, the pump powered up to a dim and discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.